Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. Clinical had substantial evidence to support the following additional findings of stent migration of the suprarenal stent graft extension (cuff) that was implanted on (B)(6) 2016 during a secondary procedure of a previous reported event. The cause of this event could not be determined. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
At the completion of the clinical assessment on 12/06/2018, for a pervious report event (2031527-2018-00886), clinical was able to find substantial evidence to support the following additional findings of stent migration of the suprarenal stent graft extension implanted on (B)(6) 2016. This report is for the stent migration of the suprarenal stent graft extension implanted on (B)(6) 2016.